Event description:
It was reported: "my father had an ascension pip device implanted on (B)(6), 2006. Currently, he complains of 'calcification of the implant' and would like to have it removed but not by the original surgeon (name not provided), so my father can move his fingers again..." Numerous attempts were made by integra to contact customer for additional information.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.